Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump but was unable to successfully load a cartridge even after following the procedures. As the pump was out of warranty, the customer received a loaner pump to continue insulin delivery and will use multiple daily injections as a backup therapy. The customer was also guided on how to return the defective pump.